Manufacturer narrative:
Additional information was received on (B)(6) 2014 stating that the site has changed the serious adverse event of cranial nerve iii palsy that occurred on (B)(6) 2013 to non-serious.(B)(4).

Event description:
Information received from the aspire clinical database. Treatment of a large unruptured saccular sidewall aneurysm measuring 19mm x 8mm in the left ica (internal carotid artery). The patient was treated with aspirin and plavix prior to the procedure and given heparin intra-operatively. It was reported that the patient underwent pipeline (5.00mm x 35mm) embolization treatment with concomitant coils placement on (B)(6) 2013 and the entire neck of the aneurysm was covered by the ped (pipeline embolization device). The ped also covered side branches that originated from the aneurysm sac. The patient was discharged on (B)(6) 2013. On (B)(6) 2013, the patient presented to the e.r. With severe cranial nerve iii palsy which was related to the procedure. The subject was not admitted and sent home. The patient was treated with steroids from (B)(6) 2013. The symptoms are ongoing. On (B)(6) 2013, the patient underwent pipeline embolization re-treatment for the recurrent left ica residual aneurysm with the placement of an additional ped (5.00mm x 25mm). During the procedure, it was reported that balloon angioplasty (an option presented in the instructions for use, u.s.) Of the distal end of the ped was performed to achieve full wall apposition. An intra-arterial thrombus of moderate severity and device and procedure related occurred at the distal end of the ped during the re-treatment procedure and was treated successfully with integrilin bolus. Same event as MDR# 2029214-2013-00894. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned as it was implanted in the patient. (B)(4).

Manufacturer narrative:
Updated MDR with additional information received on nov 13 2013 regarding the patient symptoms. On (B)(6) 2013, the patient started developing increasing diplopia and was brought in. An MRI (magnetic resonance imaging) was benign and showed ongoing thrombosis. Cta (computed tomography angiogram) suggested that the patient has recanalization or residual filling outside of the stent and inside of the coils. It is believed this may be contributing to her continuing ongoing mass effect on her with cranial nerve within the cavernous segment causing her diplopia. The diplopia is very specific. It is partial paresis of the lateral rectus on the left side consistent with abducens palsy. The patient is able to move her eye well beyond the midline. Patient is to continue with aspirin and plavix. Reference cer (B)(4).